Manufacturer narrative:
The insulin pump had motor error alarm during the occlusion test and was unable to prime during the prime test due to faulty force sensor resistor. The motor passed motor test. It also had a broken belt clip slot, scratched lcd window and cracked display window corners. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during basal. Blood glucose value was 7.0 mmol/l. The device was not exposed to a magnetic field and the drive support cap was recessed. The customer was able to rewind. The motor error alarm occurred multiple times in 30 days. The device was returned for analysis.